Event description:
Rptr alleged obtaining a discrepant blood glucose result of 173 mg/dl on the advantage sys compared back to back with a result of 363 mg/dl on the dr's meter when testing was performed less than 10 mins apart. Rptr indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.